Event description:
Reportedly the education coordinator was conducting a demo of the pump and programmed a standard demo program into the pump. After the key had been inserted into the pump, the pca mode was selected and the history button pushed. The pump history at this time appeared to display "bolus up to 9.9." The reporter stated that he has not seen this before. No pt issues were reported with this demo pump.